Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported three intraocular lens (iol)-broken bag. There was contact with the patient, and the procedure was completed. Additional information was provided that during a glaucoma filtration device (gfd implant, cataract extraction with intraocular lens (iol) implant procedure, the third iol was inserted, but would not sit properly in the eye. The surgeon asked another surgeon for help getting the iol situated, but neither surgeon could. An anterior vitrectomy was performed, the gfd was not placed, and the patient was left aphakic until another surgery can be scheduled with a retina doctor for sewing in an iol. There are three medical device reports for this patient. This report is associated with the third iol.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Two viscoelastics were indicated; only one is qualified for the lens/cartridge combination indicated. It is unknown if a qualified product was used. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).